Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: during investigation, the pump powered on normally and the ez-prime steps were performed correctly; no power interruptions occurred during the investigation. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board and the cgm module. No intermittent conditions were observed. The complaint of a power issue was not able to be duplicated during investigation.